Manufacturer narrative:
(B)(4) 2014 - the sample needs to be tested on the rhce kit and if no variants are detected, it will be sent for sequencing. (B)(4) 2014 - sequencing results not ready. Follow-up report will be sent once sequencing results are ready, 30 calendar days from date of submission of MDR (B)(4) 2015 - the sample did not have any variants detected by the rhce beadchip kit. The sample was then sent for sequencing of rhce intron and exon 2. Sequencing did not uncover any known variants that could explain the discrepancy between serological results and the hea beadchip results. All sequencing results obtained were consistent with results reported by the hea beadchip.

Event description:
Customer reported to technical specialist that a donor sample typed c+ by serology and c- by hea beadchip. The molecular result has been confirmed by a second molecular test (idcorext, grifols/progenika).